Manufacturer narrative:
One catheter with attached monoject 0.8 cc limited volume syringe at gate valve and a non-edwards three-way stopcock attached at the proximal injectate hub was returned for evaluation. Catheter was connected to vigilance ii monitor and "check catheter and cable connection" error message was shown. The thermistor was found to have an intermittent condition when flexing the tip of the catheter. No visible damage to the catheter body, balloon or returned syringe was observed. The thermistor connector was opened and no visible inconsistencies were found. Continuity testing to the distal side of the thermistor circuit revealed an intermittent condition at the thermistor bead. All through lumens were patent without any leakage or occlusion. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. Balloon inflation test was performed using returned syringe with 0.8 cc air by holding the balloon under water for 5 minutes. Visual examinations were performed under microscope at 10x magnification and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. Customer report of blood temperature measurement issue was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. In this case it is unknown whether any user or procedural factors may have contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. (B)(4).

Event description:
It was reported that inaccurate blood temperature readings were observed during use. The catheter was replaced and the problem was solved. It is unknown if an error message was observed. There were no patient complications reported. No further information was able to be obtained. Patient demographic information requested but unavailable.